Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. D4: batch # t9534x. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Event date is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information and the device. Was there any patient consequence? To date, no response has been provided and no device has been received. If further details or the device are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device didn't work. The clips did not flatten. There were no patient consequences reported. No additional information is available at this time.